Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by medwatch "recently, 2 different pac needle tubings have ruptured at the site where the tubing meets the clave port- causing blood/fluid to leak out of the tubing and the system to no longer be a closed system, putting our immune-compromised patients at very high risk of infection/bleeding. Should this have happened in the middle of the night, the patient could have lost significant blood before anyone noticed. In both cases, the break in the lines happened at the exact same spot". This report addresses the first device.

Event description:
It was reported by medwatch "recently, 2 different pac needle tubings have ruptured at the site where the tubing meets the clave port- causing blood/fluid to leak out of the tubing and the system to no longer be a closed system, putting our immune-compromised patients at very high risk of infection/bleeding. Should this have happened in the middle of the night, the patient could have lost significant blood before anyone noticed. In both cases, the break in the lines happened at the exact same spot". This report addresses the first device. Additional information received: patient was dripping blood and IV fluid from pac tubing. The clave was checked, it was secured. The line was flushed but fluid was squirting out near the hub. Line was clamped and patients pac needle was removed. It was noted the port-a-cath line spontaneously cracked near the hub.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a ruptured tubing is inconclusive due to poor sample condition. One photo sample of a safestep infusion set was provided for evaluation. The needle cover is present over the needle and the safety mechanism is not activated. No apparent evidence of use was noted. The complainant appears to be pointing towards the extension tubing interface with the luer hub. No apparent breaks or damage could be observed from the image provided. Since the reported issue could not be confirmed from the photo sample, the complaint could not be confirmed and remains inconclusive at this time. Based on the information provided, possible contributing factors include sharp instrument damage and damage during handling. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by medwatch "recently, 2 different pac needle tubings have ruptured at the site where the tubing meets the clave port- causing blood/fluid to leak out of the tubing and the system to no longer be a closed system, putting our immune-compromised patients at very high risk of infection/bleeding. Should this have happened in the middle of the night, the patient could have lost significant blood before anyone noticed. In both cases, the break in the lines happened at the exact same spot" this report addresses the first device. Additional information via medwatch: patient was dripping blood and IV fluid from pac tubing. The clave was checked, it was secured. The line was flushed but fluid was squirting out near the hub. Line was clamped and patients pac needle was removed. It was noted the port-a-cath line spontaneously cracked near the hub.